Manufacturer narrative:
This device was manufactured (B)(4) 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿leg¿ of a clearlink continu-flo solution set ¿was not glued in.¿ this was noted during priming. There was no patient involvement. No additional information is available.